Event description:
Device switches on automatically. No patient involvement.

Manufacturer narrative:
Corrosion on the membrane tail due to suspected storage outside of indicated conditions. During investigation, it was observed the device was powering on automatically with no status led illuminated. This was attributed to a corrosion bridge between track 13 (on_button) and 14 (key3_button), which had led to a short circuit between these lines. The fault had also led to an increased resistance through track 13, resulting in the inability to power off the device. An additional corrosion bridge was observed between tracks 5 (status_led_a) and 6 (right_pad_led). As track 5 provides the 18v supply for the status leds, this had prevented the status leds from flashing.

Event description:
Device switches on automatically. No patient involvement.